Event description:
The customer reported that the pump battery was depleting too quickly, leading to a shutdown. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on how pump settings reset after shutdown, confirmed the customer's ability to resume insulin delivery, and arranged for a replacement pump. The customer will continue using the current pump as backup therapy and has been instructed on how to return the faulty pump.